Event description:
It was reported that the left ventricular lead had elevated threshold. A lead revision was attempted during a routine device replacement procedure, however due to stenosis, the lead was explanted and replaced. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.